Event description:
It was reported that during an ovarian resection procedure, the balloon burst shortly. Another device was used to complete the case. There were no adverse consequences to the patient. No device returning.